Event description:
It was reported that the nurse stated patient had a suprapubic catheter, so they were unable to place a temperature sensing foley in an arctic sun device. They do not have esophageal or rectal probes. They had discussed with the provider, but they would have to see if another unit stocks either. Nurse stated they were wanting to start normothermia on a patient. The temperature probe was not registering on their older 5000 model. They had tried swapping to their stat, the temperature probe does register on it, but they keep getting low flow alarms. Confirmed pads were not currently connected to the stat device. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 28 percentage, system hours were 1,305, and pump hours 1,244. Informed nurse that was a device issue and will need to go to biomed for repair s/n (B)(6). Suggested trying the first machine, it could be a cable or probe issue, they can try swapping the cable from the stat to this device to see if it works. Nurse powered device on, screen had error message system failed to start. Had nurse reboot device and same message appeared. Informed nurse this device will also need to go to biomed. Nurse borrowed a third device from another unit. Nurse able to connect temperature probe and pads and start therapy, water flow rate (wfr) was 2.9 l/min. Informed nurse to call back with any issues.

Manufacturer narrative:
Initial reporter facility full name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had a suprapubic catheter, so they were unable to place a temperature sensing foley in an arctic sun device. They do not have esophageal or rectal probes. They had discussed with the provider, but they would have to see if another unit stocks either. Nurse stated they were wanting to start normothermia on a patient. The temperature probe was not registering on their older 5000 model. They had tried swapping to their stat, the temperature probe does register on it, but they keep getting low flow alarms. Confirmed pads were not currently connected to the stat device. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 28 percentage, system hours were 1,305, and pump hours 1,244. Informed nurse that was a device issue and will need to go to biomed for repair s/n (B)(6). Suggested trying the first machine, it could be a cable or probe issue, they can try swapping the cable from the stat to this device to see if it works. Nurse powered device on, screen had error message system failed to start. Had nurse reboot device and same message appeared. Informed nurse this device will also need to go to biomed. Nurse borrowed a third device from another unit. Nurse able to connect temperature probe and pads and start therapy, water flow rate (wfr) was 2.9 l/min. Informed nurse to call back with any issues.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Had nurse reboot device and same message appeared. Informed nurse this device will also need to go to biomed. Nurse borrowed a third device from another unit. Nurse able to connect temperature probe and pads and start therapy, water flow rate (wfr) was 2.9 l/min. Informed nurse to call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Initial reporter facility full name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.